Manufacturer narrative:
(B)(6). The customer has stated that the device is available for evaluation however carefusion has yet to receive the alleged faulty device. Once the device is received and the investigation is complete or in the event that additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer stated: "the touch screen is not responding when touched and there are some spots on the screen. The issue was found during maintenance of the unit and was not on a patient when the issue occured."

Manufacturer narrative:
Device evaluation: the component was returned to the failure analysis department where the reported issue was reproduced. This is a known issue and has been addressed through a corrective action.